Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this pacemaker exhibited oversensing of noise on the right ventricular channel which caused pacing inhibition with a period of asystole of greater than two seconds. The patient was noted to be dependent on pacing so the pacemaker was reprogrammed with the rate response now turned off and the sensitivity reprogrammed to fixed. The pacemaker remains in service and there were no adverse patient effects reported.